Event description:
The customer reported that this defibrillator did not shock. There was no report of pt impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.